Event description:
Customer's contact called to report approximately at 3:00am customer had high bgs and was treated with a manual injection of an unknown amount. Later the customer was discovered breathing irratically. The meter reading just displayed low. The customer was given a glucagon shot and the paramedics were called. Troubleshooting was performed. The pump had alarmed no delivery. Insulin totals and basal rates were correct. A replacement pump was requested.